Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Customer's blood glucose level was unknown. Customer states insulin pump had another insulin pump error. Customer reports they were unable to clear the alarm. Customer states the insulin pump has been dropped. Customer states the insulin pump rattles when they shake it. Customer advised that the insulin pump will need to be replaced. Customer advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked case (battery tube), battery tube threads - cracked, cracked case-corner of belt clip rails and a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to confirm broken force sensor was detected during seating or regular delivery error alarm and unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and the displacement test due to blank display.